Event description:
Pt was noted to be desaturating. Multiple attempts at oxygenating pt adequately were made. It was then discovered that the blender was not connected to the o2, only the air supply source. After this was corrected, the blender was noted to only be delivering a maximum of 40%, so it was removed.